Event description:
It was reported in an article titled " an unusual site for breast clip migration: a case report " that about two months post breast tissue marker placement, the patient allegedly noticed lump at the biopsy skin site. It was further reported that an imaging examination confirmed that the clip allegedly migrated to the skin and the lump was a result of clip migration to the skin. Reportedly, an excision of the clip was performed for removal. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. Photo shows the clip with the piece of clothing stuck in the marker. Description of photo is given below where it states migrated clip at the skin, clothing thread is stuck at the clip. Therefore, based on the photo review, the reported failure migration could not be confirmed. Six medical images were provided for review. First image with the description below states that the magnetic resonance imaging of the superficial duct enhancement of the medial left breast. Second image with description states the immediate post biopsy MRI where the artefact present at the superficial layer and the blood present within the biopsy site is noted. Third image with description states the position of clip is away from the skin. Last three images with description states the different images of the marker placement in the biopsy site and the last image with description states the image taken 6 months after placement of marker under MRI, shows the migration of marker to the skin. Based on the image review, migration can be confirmed as the marker displacement can be seen from the image. Based on the image review, the investigation for the reported migration is confirmed. A definitive root cause for the alleged migration could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Benson w g ang, yien sien lee and geok hoon lim (2023). An unusual site for breast clip migration: a case report. Radiology case reports, 18(7):2487-2490. Doi: 10.1016/j.radcr.2023.04.007. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article titled " an unusual site for breast clip migration: a case report " that about two months post breast tissue marker placement, the patient allegedly noticed lump at the biopsy skin site. It was further reported that an imaging examination confirmed that the clip allegedly migrated to the skin and the lump was a result of clip migration to the skin. Reportedly, an excision of the clip was performed for removal. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: benson w g ang, yien sien lee and geok hoon lim (2023). An unusual site for breast clip migration: a case report. Radiology case reports, 18(7):2487-2490. Doi: 10.1016/j.radcr.2023.04.007 h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.